Event description:
Reportedly: a regular pacemaker follow-up was performed on (B)(6) 2016. High ventricular lead impedance saturated at 3000 ohm was recorded in the lead impedance curve. Ventricular lead impedance was measured above 3000 ohm during the follow-up. Arrhythmia episode recorded in the device memory showed noise on the ventricular channel, and ventricular pacing failure was observed with maximum output. The patient had been suffering from dizziness and chest pain since at least a week before the follow-up. Re-intervention was performed on (B)(6) 2016 to replace the ventricular lead. Lead pull test was not performed before loosening ventricular setscrew and lead-pacemaker connections' condition was not checked. Ventricular lead measurements by a pacing system analyzer showed a normal behavior. The discontinued ventricular lead was cut around 5-6cm from the connector pin, and the distal part of the lead remained inside the patient's body. Even though no issue was suspected on the pacemaker, it was also replaced during the procedure. The subject pacemaker was disposed at the facility.